Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements and increased threshold measurements. A revision procedure was performed where the physician opted to leave the current pacemaker system implanted on the left side and programming it to vvi 30. A new pacemaker system was implanted on the patient's right side. Boston scientific technical services (ts) advised that this is off-label use of the product. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.